Event description:
It was reported a patient experienced an infection coincident with peritoneal dialysis (pd) therapy. The patient presented to the emergency room (ER) for an infection in the pd catheter. On an unreported date the patient was treated with unspecified antibiotics for ¿about 3 weeks.¿ on an unreported date the pd catheter was removed. The cause of the infection was not reported. It was reported the patient was hospitalized for the event on an unreported date. At the time of this report, the patient reported ¿felt better now¿. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.